Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm and a motor position encoder error alarm. Insulin pump was not exposed to magnetic field or MRI. Customer's blood glucose was 9.8 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. We were unable to perform occlusion test and unexpected restart error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, and self-test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. We were unable to confirm alarm due to overwritten history file. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.